Event description:
It was reported that during a laparoscopic gastric roux-en-y procedure, when the scrub tech was preloading the clip for the surgeon the clip came out sideways. Three more devices were pulled and the same thing occurred. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.